Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with physioneal 40 unknown bag therapy. On (B)(6) 2010, the patient started treatment with physioneal 40 unknown bag, (lot number, dose and frequency were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with peritonitis bacterial manifested by cloudy effluent and abdominal symptoms. The severity of the peritonitis was mild. The cause of the peritonitis was unknown. On (B)(6) 2011, the remedial medications of vancomycin (3gm, ip), gentamicin (60mg, ip) and levofloxacin (500mg, od, po) were given to the patient. The gentamicin was given again on (B)(6) 2010, then discontinued and the levofloxacin was given until (B)(6) 2010, then discontinued. Physioneal 40 was ongoing. On (B)(6) 2010, the event of peritonitis bacterial resolved. The patient's medical history included end stage renal disease (esrd). No concomitant medications were reported. The reporter believed that the event of peritonitis bacterial was not related to the physioneal 40 therapy.